Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular lead had a micro dislodgment. Patient reported being very active after implant. It was also reported that the lead showed high capture thresholds and lost of capture. Also the pacing impedance showed a sudden decrease in a few days period. The patient presented bradycardia. The lead was explanted and a new lead was implanted. No additional adverse patient effects were reported.